Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that a patient was implanted with a trochanteric fixation nail-advanced (tfna) system on (B)(6) 2022 to treat the pertrochanteric femoral fracture. On (B)(6) 2022 the surgeon noticed a cut-out of tfna. Nails and blade are loose. Surgeon informed that the blade was statically locked. The revision surgery was planned on (B)(6) 2022. No further information provided. This report is for (1) 5.0mm ti locking screw w/t25 stardrive 38mm f/im nail-ster this is report 3 of 3 for complaint (B)(4).